Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage through the phaseal connection while using bd phaseal¿ optima injector n40-o. No serious injury reported. The following information was provided by the initial reporter: there was a leak related to a phaseal n40-o in mays atc pharmacy and the nurse confirmed the luer lock was on tight when bevacizumab continued to leak through the phaseal connection.

Manufacturer narrative:
H6: investigation summary: one sample was provided to our quality team for investigation. Through initial inspections, there was no visible damage to the injector, however, a leakage was observed, verifying the reported incident. The product was disassembled for further evaluation, it was found the needle housing was broken and there was no cannula inside as it had likely fallen out during the manufacturing process. A camera system used to verify the proper assembly of the cannula and check the cannula tip, discarding any product that does not have the cannula properly assembled. This system is challenged according to procedure to ensure it properly identifies and discards defective product. As the lot involved in this incident is unknown, a device history review could not be performed, therefore we cannot establish a definitive root cause at this time.

Event description:
It was reported that there was leakage through the phaseal connection while using bd phaseal¿ optima injector n40-o. No serious injury reported. The following information was provided by the initial reporter: there was a leak related to a phaseal n40-o in mays atc pharmacy and the nurse confirmed the luer lock was on tight when bevacizumab continued to leak through the phaseal connection.